Event description:
Additional information received reported that the way the patient fell they hit where the implantable neurostimulator (ins) was. The numbers hadn¿t changed and everything seemed to be working, however the patient noticed they were urinating just as much as they did before the implant. The patient had not contacted their health care provider (hcp) about this as they didn¿t have time to. The patient had been at the hospital at various times for things as they had pneumonia and their family members had had other issues. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
The patient had pneumonia and was on medication that was making her dizzy; it was indicated that she fell twice this week. The first fall was on was saturday (B)(6) she fell backwards on the floor and stated it was a glancing blow to the device . On monday (B)(6) patient fell on the device hard patient had stim set at 2.6 after the fall stim went up to 3.7 and then the next day it went back down to 2.6. The patient verified this with her patient programmer. The patient indicated that there had been no other changes with her stimulation. The patient would be going to her pulmonologist and the day of this call but will also stop in her urology office to talk about the fall. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that patient received assistance from their manufacturer representative and healthcare provider and her concerns were resolved. Patient appointment was scheduled on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0fmjm, implanted: (B)(6) 2014, product type lead. (B)(4).